Manufacturer narrative:
The device external battery was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. It was reported the patient's oxygen saturation dropped to 78% due to the reported issue. The patient was manually ventilated and placed on a different device.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed total power failure without prior warning and revealed error messages (sf180) related to a battery charger fault. Based on all available information and investigation findings, the investigation determined that sf180 and total power failure without prior warning were due to an isolated component failure within the device battery assembly. The astral 100/150 provides the following warning: - ¿the internal battery is not intended to serve as a primary power source. It should only be used when other sources are not available or briefly when necessary; for example, when changing power sources¿. The astral 100/150 user guide also provides the following warning: ¿ ¿ ¿for ventilator-dependent patients, always have alternate ventilation equipment available, such as a back-up ventilator, manual resuscitator or similar device. Failure to do so may result in patient injury or death. ¿ ventilator-dependent patients should be continuously monitored by qualified personnel or adequately trained carers. These personnel and carers must be capable of taking the necessary corrective action in the event of a ventilator alarm or malfunction." Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. It was reported the patient's oxygen saturation dropped to 78% due to the reported issue. The patient was manually ventilated and placed on a different device.